Event description:
Caller reported experiencing alarm 2 followed by alarm 26 due to an occlusion event earlier in the day. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer resolved the issue by rolling over, which stopped the occlusions, and then resumed insulin delivery. Despite this resolution, the customer continued to experience frequent occlusion issues and was advised to follow up for additional assistance.